Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 37791, (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751, serial: (B)(6), product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rep called with patient present in clinic regarding their recharger. Rep states the recharger will not charge and the screen does not turn on/it will not turn on anymore. Ts reviewed transition to wireless recharger and sent a request to repair. Rep states this began about 4 days ago. Patient would require a small belt size for the wireless recharger. Also, the rep states the patient's antenna for their recharger is frayed and has been for a long time. Rep states they just learned this today, as the patient has duct taped their cord. Rep called back and stated they received a drape and not a belt. Ts sent email to repair to request a belt for the patient and an email to rep to confirm this was completed.

Manufacturer narrative:
Product ID 37751, serial# (B)(6) was returned but inadvertently scrapped before analysis was completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.